Event description:
Customer had axsym bhcg value of 2.9 mlu/ml on sample from ER. Tech diluted sample on axsym yielding result 848 mlu/ml. This valve was reported out for approx two hours, before charge nurse was notified that valve was really <2.0 mlu/ml. There is no report of impact on pt management.